Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End was not exercising caution while transferring into the power wheelchair. Hoveround's owner's manual warns end users to use "the transfer method recommended by your health care professional," and, "do not put weight on footplate, armrest or controller while getting into or out of the power wheelchair."

Event description:
End user states while transferring into the power wheelchair her foot slipped off of the footplate and she fell.